Manufacturer narrative:
The event occurred in china. It was reported that the flow and speed data on the rotaflow console did not match during patient treatment. The device was immediately replaced. New information has been received from the ssu (sales and service unit) dated on (B)(6) 2024 that the patient passed away after the treatment. The death did not occur when the patient was connected to the device, ECMO was already weaned off. Due to the reported exchange during treatment and the death of the patient a report is required. The affected rotaflow console with s/n (B)(6) was investigated by a getinge field service technician and the reported failure could be reproduced. The customer has applied the contact cream insufficient and uneven. After the contact cream was applied correctly the device was tested for several hours and passed all functional and safety tests according to the specifications. No parts have been replaced. A medical review was performed by getinge medical affairs on (B)(6)2025 with following conclusion: "the customer stated that the rotaflow console did not contribute to the reported event which was confirmed by investigation of the product by a getinge service technician. However, it is stated in the service report that insufficient contact cream could have caused a reading failure, what subsequently may have led to the low blood flow reported. The pls set that was used during the reported event was investigated by getinge life cycle engineering. The result of the investigation report was that ¿the core point of the customer's error description could not be reproduced.¿ additionally, no abnormalities were reported during the investigation which allowed the required flow values to be achieved without difficulty. Plausible pressure values are documented during testing of the product. In summary the root cause for the expiration of the patient appears to rest outside of the product. Further, the inability to achieve adequate blood flow does not appear be related to a malperformance of the product." Based on the information available at this time the reported failure "flow and speed data did not match" could be confirmed, but not a product related malfunction. The most probable root cause could be determined as a handling issue. The customer has applied the contact cream insufficient and uneven which lead to the reported failure. The review of the non-conformities was performed on 2024-10-17 and during the period of 2020-03-03 to 2024-10-14 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The rotaflow console with s/n (B)(6) was produced in 2020-03-03. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. For the affected serial number within the timeframe of the search no additional complaint was found for the same issue. In order to avoid reoccurrence of the reported failure, the customer will be informed by the getinge sales and service unit (ssu) to follow the chapter in the instruction for use heart-lung support system rotaflow system/ 4.4 / en / v15. Chapter 5.1 apply ultrasonic contact cream to both sides (left and right) around the outlet of the rotaflow centrifugal pump. Both sides must be completely covered with the ultrasonic contact cream. Chapter 6.2 the ultrasonic contact cream can dry out and impair the functioning of the integrated flow/bubble sensor. In the "free" mode, the ultrasonic contact cream must be reapplied every 48 hours or as soon as the error message [sig!] Appears. In the "stand al" mode, the ultrasonic contact cream must be reapplied every 48 hours or as soon as the error message [faultbub] appears. Complete reapplication in less than 60 seconds. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending. Note: this event occurred on the chinese market on a significantly similar device to "base unit, rotaflow", which is sold in the us. For d4 unique identifier (UDI)#, primary di number has been used for base unit, rotaflow with catalog number 701046405. Provided d4 serial number and h4 device manufacturer date correspond to device involved in the event, not available in us.

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available.

Event description:
The event occurred in china. It was reported that the flow and speed data on the rotaflow console did not match during patient treatment. The device was immediatly replaced. No harm to any person has been reported. Due to the exchange during use a report is required. Complaint ID: (B)(4). New information has been received from the ssu (sales and service unit) dated on 2024-11-07 that the patient passed away on (B)(6) 2024. This complaint is related with a pls set ot 114667 which is not distributed in the us. According to the pls set complaint it was reported that the ECMO started to run at 2pm on (B)(6) 2024. The flow was 0.9 l/min even when the rpm was 3500 r/min. The customer excluded situations such as pipeline bends, incorrect positioning and insufficient liquid capacity. The pump of the rotaflow device was replaced, but the issue was not resolved. The pressure before/after the membrane was measured to be 201mmhg/54mmhg, which is beyond the normal range. Complaint ID: (B)(4).

Event description:
New information has been received from the ssu (sales and service unit) dated on 2024-11-07 that the patient passed away on (B)(6) 2024. This complaint is related with a pls set ot 114667 which is not distributed in the us. According to the pls set complaint it was reported that the ECMO started to run at 2pm on (B)(6) 2024. The flow was 0.9 l/min even when the rpm was 3500 r/min. The customer excluded situations such as pipeline bends, incorrect positioning and insufficient liquid capacity. The pump of the rotaflow device was replaced, but the issue was not resolved. The pressure before/after the membrane was measured to be 201mmhg/54mmhg, which is beyond the normal range. Complaint ID: (B)(4).

Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available.